Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not have the transmitter and pump within line of sight of each other. The customer's blood glucose level was 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. The pump and the transmitter regained connection after customer repositioned devices.